Event description:
In accordance with 21 cfr 803.22 (b)(2), we are notifying you that on (B)(6) 2014 a patient reported that he experienced a hypoglycemic event requiring hospitalization while using a medtronic insulin pump. The medtronic insulin pump mentioned in this event is not manufactured by our firm. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).